Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that replacing the keyboard resolved the issue and the system was functioning properly. The suspect keyboard has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the keyboard of the imaging system was not functioning as designed. There was no patient present at the time of the issue.